Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient did not feel stimulation anymore and therapy was not on. The event started on the day of the report. It was reviewed that therapy has to be on for therapy to be effective. Therapy was turned back on and the situation was noted as resolved. The implantable neurostimulator (ins) indication for use was unclear at the time of the report.